Event description:
It was reported that the implantable loop recorder noted 4 asystole episodes. The health professional believed the episodes to be false and possibly due to undersensing r-waves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.